Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Water control valve on the hp cable is broken, can not control water flow. Water solenoid will not hold pressure. Duckbill filters have powder build up in them and the air tubing needs to be replaced. Foot control will need to be resynced to the unit.

Event description:
Based on the evaluation repair notes for a g132 scaler, the water control valve on the handpiece cable is broken, and you can not control water flow and the handpiece was getting hot; no injury resulted.